Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed tip lid fixing screw adhesive peeling issue could be determined however, the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found insufficient adhesive in screw holes of distal end. Additionally, due to wear of forceps control lever, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive on black covering of the bending section was cracked and detached. The control unit had corrosion due to water leakage. Switch 1 had a scratch. Lastly, the connecting tube had a scratch. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Facility name: (B)(6).

Event description:
The customer reported to olympus, the gastrovideoscope had a water leak in the handle. The device was returned for evaluation. During the device evaluation, there was insufficient adhesive in screw holes of distal end, was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.